Event description:
According to the available information, the patient reports abnormal color loss of ureteral stent mono j vortek. Periodic replacement (about every 30 days). The dye, despite dilution with urine, involves contact with the stoma and consequently a slight irritation.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaint regarding the lot number 9808716. Checking quality database revealed no anomaly in connection with the described problem. Unfortunately without sample and without additionals informations from the customer, we cannot go further than the documentary investigation which didn¿t reveal any anomaly recorded during production. A change in color for this device can be due to inappropriate storage conditions. According to IFU sh4010, it's recommended : "store the device away from sunlight and heat in a dry place" a rmf evaluation was performed based on criq215, risk identified 10400,10401 (hazardous situation: product not compatible with the tissues/mucosa/body fluids) & 10407 (hazardous situation: degradation of product from exposure to body environment). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the patient reports abnormal color loss of ureteral stent mono j vortek. Periodic replacement (about every 30 days). The dye, despite dilution with urine, involves contact with the stoma and consequently a slight irritation.